Event description:
It was reported to philips by a customer that the unit problem with the alarm light emitting diode(led). The device was in clinical use. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.

Manufacturer narrative:
H10: the customer needed technical assistance on the unit alarm led issue. The technical support engineer evaluated the unit and confirmed the alarm led no longer lights up when there is an alarm. "Check: yellow alarm led failed. The power switch overlay was sent to the customer. It is unknown if any repair has been conducted on the unit. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter. If additional information is later obtained, a supplemental report will be submitted. H11: b5 - based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.